Event description:
It was reported that the right ventricular lead exhibited low impedance and sensing anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation abrasion at 45.8 cm to 46.0 cm from the distal tip. The abrasion was consistent with constant friction to another implantable device. This likely caused the reported complaints of sensing anomaly and low impedance.